Event description:
It was reported that the physician programmed the right ventricular (rv) lead impedance alert off due to low rv tip to rv coil impedance as there was no ability to program the vector off and the alert would continue to trigger at a value predetermined by device which was not programmable. Bipolar impedance was stable. The rv lead was a competitor lead. The physician was concerned that there was potential for future issues with the rv lead and the alert was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor implantable tachy lead, implanted: (B)(6) 2008; 5076-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).